Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart alarm error test, rewind, basic occlusion, occlusion, prime, compromised force sensor system and excessive no delivery test or verify device deficiency anomaly due to blank display.

Event description:
Customer reported via phone call regarding old insulin pump to new insulin pump. The customer¿s blood glucose level was 263 mg/dl at the time of the incident. Customer declined to troubleshoot. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will not be returned for analysis.